Event description:
Two pts in another hosp inhaled and aspirated nasopharyngeal airways. Apparently the phlange on the end is so soft and thin, the pt can inhale and suck it in. Rptr has pulled all these from use in her hosp.